Event description:
A peritoneal dialysis (PD) patient experienced peritonitis manifested by cloudy PD effluent. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and treated with injection Cefazoline (1gm, once daily, intraperitoneal, ongoing) and injection Ceftazidime (1gm, once daily intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis event. PD therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.